Manufacturer narrative:
The pump was returned and analysis identified overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by an device manufacturer representative regarding an implantable intrathecal pump. The pump and catheter were returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.